Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ex-tobacco user, depression, left lower quadrant pain, multigravida, parity 3, menses lack of, postpartum depression, ovarian pain, menstrual cramps, vaginal discharge, candida albicans infection, chlamydia trachomatis test positive, nickel sensitivity and follicular cyst of ovary. Concomitant products included biotin, bupropion hydrochloride (wellbutrin), ceftriaxone, doxycycline, fluconazole (fluzole), lisdexamfetamine mesilate (vyvanse), lysine acetate (l-lysine acetate), medroxyprogesterone, medroxyprogesterone acetate (depo provera) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), rash ("other (list): rashes"), tooth disorder ("dental issues"), migraine ("migraines"), fatigue ("fatigue") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, rash, tooth disorder, weight increased, migraine, fatigue and dizziness outcome was unknown. The reporter considered autoimmune disorder, dizziness, fatigue, genital haemorrhage, migraine, pelvic pain, rash, tooth disorder and weight increased to be related to essure. The reporter commented: each essure device went smoothly into the fallopian tube and two coils were visible on each side. (B)(6) 2018 operative hysteroscopy findings: left ostia visualized. Right ostia visualized. Uterine cavity normal. Polyps 3 small 3-4 mm endometrial polyps. The hysteroscopic scissors was used to transect and remove the intracavitary component of the essure coil coming from right tubal ostium and the hysteroscopic polyp forceps was used to remove this coil. Date(s) of insertion: (B)(6) 2015 (as per pif) (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: uterine cavity normal in appearance. Proper position of essure devices is identified. Effective occlusion of the uterine tubes bilaterally is confirmed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ex-tobacco user, depression, left lower quadrant pain, multigravida, parity 3, menses lack of, postpartum depression, ovarian pain, menstrual cramps, vaginal discharge, candida albicans infection, chlamydia trachomatis test positive, nickel sensitivity and follicular cyst of ovary. Concomitant products included biotin, bupropion hydrochloride (wellbutrin), ceftriaxone, doxycycline, fluconazole (fluzole), lisdexamfetamine mesilate (vyvanse), lysine acetate (l-lysine acetate), medroxyprogesterone, medroxyprogesterone acetate (depo provera) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), rash ("other (list): rashes"), tooth disorder ("dental issues"), migraine ("migraines"), fatigue ("fatigue") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, rash, tooth disorder, weight increased, migraine, fatigue and dizziness outcome was unknown. The reporter considered autoimmune disorder, dizziness, fatigue, genital haemorrhage, migraine, pelvic pain, rash, tooth disorder and weight increased to be related to essure. The reporter commented: each essure device went smoothly into the fallopian tube and two coils were visible on each side. (B)(6) 2018 operative hysteroscopy. Findings: left ostia visualized. Right ostia visualized. Uterine cavity normal. Polyps 3 small 3-4 mm endometrial polyps. The hysteroscopic scissors was used to transect and remove the intracavitary component of the essure coil coming from right tubal ostium and the hysteroscopic polyp forceps was used to remove this coil. Date(s) of insertion: (B)(6) 2015 (as per pif) (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: uterine cavity normal in appearance. Proper position of essure devices is identified. Effective occlusion of the uterine tubes bilaterally is confirmed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: case became serious incident. Essure removal details added. Event of genital hemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.